Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 10oct2019. The customer reported that the alarm was not a fault with the machine, but instead was later determined to be a pressure alarm that occurred during normal use. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019. The customer declined repairs. No additional information is available. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared an alarm (unknown alarm). There was no patient involvement.